Event description:
The customer reported to olympus, the colonovideoscope had insufficient air or water flow but visibility was fine. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with unknown material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the plastic distal end cover insulation megaohm value was 0. Insertion tube insulation megaohm value was at 3 with no drop in readings. The image had two white dots at the top right and left before the fog test. The surface was cut at switch 1. The control knob had excessive play. The distal end plastic cover had chips and scratches. The objective lens had peeling of glue. The objective lens had small chips on the side. The light guide lens had one internal crack. The light guide lens had peeling of the glue. The light guide lens had small chips on the side. The insertion tube had scratches and dents. The insertion tube had minor "snkainess". The control body customer label was peeling. The light guide tube had buckles. The light guide tube had scratches. The scope connector had minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: it is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is detectable by handling the device in accordance with the following section of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.